Event description:
It was reported that a small volume german folfusor leaked. The device was filled with fluorouracil and sodium chloride. The reporter stated that fluid was found outside of the housing after packing the filled device into a bag for shipment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned for evaluation filled and with fluid inside of the housing and bag that contained it. Visual inspection confirmed the reported condition, and the cause was a ruptured bladder. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.